Event description:
It was reported by the customer that on the bd pyxis¿ es server, the patient was not found on pyxis. Patient was discharged on the server while patient was physically admitted, and patient was found on pyxis but as discharged and nurses were not able to pull meds for the patient as it was showing discharged. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not found on pyxis issue. The technical support specialist dialed into the server and checked server ui - patient sample in ephi- visit and order -patient 1 status and checked patient 2 - status is admitted also found the server received the update message but no future discharge date or time and informed to backend team to resolve the issue. No additional information is available.